Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net. It was noted that false pause episodes or under sensing possibly due to postural changes and displacement of the implantable cardiac monitor was observed. The patient will continue to be monitored.